Manufacturer narrative:
The device is anticipated to be returned for evaluation but has not yet been received. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the customer has been noticing that the cco is a liter off in comparison to the fick calculations with every patient come day 2 of the swan being placed. This is with every single swan and they have placed over the last few weeks. There was no allegation of patient inury. It was reported that, during use, the swan ganz catheter provided an inaccurate co compared to fick calculations and the patient required additional dobutamine. There was no allegation of patient injury.

Manufacturer narrative:
Corrections were made to health effect- impact code.

Event description:
Additional information was received by the customer: to troubleshoot the issue, the customer tried different monitors and cables and did cco cable tests, with the same co results. The rep instructed the customer to compare against an ico, which the customer did not do.

Manufacturer narrative:
No device was returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the events. It is not known if some procedural factors may have contributed to the events. The lot number was not provided thus a device history record was not reviewed. As part of the catheter manufacturing process 100% of the units go through an electrical inspection. The instructions for use (IFU) states that possible causes for inaccurate cardiac output measurements may be incorrect placement or position of the catheter or excessive variations in pulmonary artery blood temperature. Some examples that cause blood temperature variations include, but are not limited to: status post cardiopulmonary bypass surgery, centrally administered cooled or warmed solutions of blood products, and use of sequential compression devices. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.